Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer was told to calibrate the insp/exp transducers, check the flow sensor and diaphragm, and change the water trap/filter bypassing the water trap. Additionally, the customer was given the gde (gas delivery engine) part number, pricing, and cal/mfg codes. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator had circuit occlusion and high ppeak. The customer confirmed that there is no patient associated with this reported event.